Manufacturer narrative:
Product event summary: data files were returned and analysed. The data files contained one image showing the catheter in the field with an inverted array. The physical product analysis has yet to be carried out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the array twisted and entangled during pulmonary vein isolation (pvi) in the left atrium. The catheter was replaced to resolve the issue. The procedure was completed successfully using the replaced catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012907097 was returned and analyzed. The catheter was received with a guidewire threaded inside, extending approximately 1.5 inches beyond the catheter tip. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, a knotted array was observed entangled. Electrodes #1, #2, #3, and #4 were found to be displaced, and an exposed electrode wire was also identified on the spiral array segment. The pcba chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed; the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control was nonfunctional, remaining stuck in one position due to the dried blood and the guidewire being entangled with the guidewire lumen at the tip of the catheter. In conclusion, the reported issue (array twisted and entangled) was confirmed during testing. The catheter failed return inspection due to the spiral array was knotted, an electrode wire on spiral array was exposed, and an electrode on the spiral array was displaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.